Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" code was found in the ventilator's downloaded error log. There was no harm or injury reported. The device was returned by the customer to third party service center. The device's oxygen blending module board was replaced to address the issue.the front enclosure replaced,rear enclosure replaced,software was updated,replaced obm pca and replaced cracked handle.